Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed fiber optic failure. There was no reported injury to the patient.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console alarmed fiber optic failure. There was no reported injury to the patient.

Manufacturer narrative:
Corrected section: h8 - changed usage of device from 'unknown' to 'initial use'. The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. A portion of the extracorporeal and pressure tubing were returned. The cut portion of the tubings were not returned. Three kinks were found on the catheter tubing approximately 72.4cm, 75.4cm and 75.7cm from the iab tip. The optical fiber was found to be broken within the membrane approximately 21.8cm from the iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. Complaint # (B)(4).